Event description:
Customer reported via phone, the insulin pump kept alarming button error. Customer's blood glucose was 213 mg/dl. Customer didn't recall any significant event which may have led to the device alarming. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.